Event description:
It was reported, the pt's ipg was explanted and replaced (with a different model) due to discomfort at the ipg site. The replacement ipg was implanted in a new location.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.